Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in stock (blockage requested). We have received 94 closed samples to analyze this complaint. Tightness test to the samples received has been performed and the units are tight. Nevertheless, when we have conducted rotation test in closed samples received, we have noticed that some threads (23 of 94) break easily in the attachment area. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Remarks: we have informed to the involved personnel of the incidence. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that the needle easily detached from the thread during laparotomy surgery suturing subcutaneous fat tissue. A single suture knot was made and the patient was male, but no additional details are provided due to privacy protection.